Event description:
On an unreported date, the patient a breach in aseptic technique. The patient experienced peritonitis and was hospitalized. The patient received treatment with injection magnex 1 gram intravenous (IV) twice a day. It was not reported if remedial treatment was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.